Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered that the twist clamp on a transfer set had broken. The registered nurse reported that when the patient arrived at the clinic, they found that the white portion of the twist clamp had separated from the clamping mechanism and was now down over the tubing portion of the transfer set. The transfer set was changed on the patient the same day as this event. The nurse reported there were no cleaning solutions or disinfectants used on the transfer set by the hospital, clinic or patient. No tools had been used by the patient to open or close the transfer set. No difficulty was experienced previously when opening or closing the twist clamp before the damage occurred. The patient did not notice any other damage to the transfer set prior to this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A gross visual inspection and microscopic inspection were performed and identified broken occluder feet. Functional testing of the device included leak testing, clear passage testing, and clamp function testing; broken occluder feet (leak through the set) was identified in both leak testing and clamp-function testing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue of a broken twist clamp was verified due to the broken occluder feet. The cause of the broken occluder feet could not be determined. Should additional relevant information become available, a supplemental report will be submitted.